Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a lumbar spinal fusion on (B)(6) 2018 where suture was used. The suture broke during use. The surgeon was closing and was pulling up on it like they normally do and the suture broke. There is no further information available about the event. Case completed with another device of the same product code. There were no patient consequences reported.